Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for unknown lot number and part number. Implant, explant dates: unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient inquired regarding the composition of metal in a previously placed implant, reporting also that he is having pain in the surgical site and a possible allergic reaction. The reporter stated he was having discomfort in the same general location of were the implant was previously placed and that it seems he is having an allergic reaction with the metal since he is known to be allergic to metals and wanted to know if the titanium implants were purely titanium or mixed with other metals. This report is 1 of 1 unknown device(s).